Manufacturer narrative:
As the device is being retained by the facility, no product analysis can be completed and no root cause can be determined.

Event description:
It was reported that during a percutaneous coronary rotational atherectomy procedure, the burr became stuck in a previously placed stent. The lesion being treated was located in the right coronary artery. Following placement of a temporary pacemaker, and initial treatment for hypotension, the 1.25mm burr was advanced. Two runs were made, 177,000 rpms for 20 seconds, and 163,000 rpms for 19 seconds. The physician then attempted to remove the burr however, it was stuck in the stent. The physician tried to tug on the burr but "felt like it was going to snap". The physician also attempted to use the dynaglide function, but that was unsuccessful as well. St elevation was then noted. The patient was given additional medication for hypotension, and also given medication for a complaint of back pain. An intra aortic balloon pump was inserted, and the patient was taken to the or. In the or, the surgeon "pushed on the stent and the burr popped out". The procedure was not completed due to this event. Patient status was reported as "stable". Medications given during procedure: levophed, versed, fentanyl.